Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The delivery system of the first deployed closure device kinked and the closure device was fully recaptured. The delivery system of the second closure device also kinked prior to deployment. The last closure device was deployed and landed too proximally for which a full recapture was attempted. However, difficulty recapturing the device was met and the access system was pulled across the septum. The access system was noted to have kinked. Visual analysis of the device showed tissue on the anchors. Post-procedure, patient developed hypotension and a pericardial effusion and cardiac tamponade were discovered. A pericardiocentesis was performed removing 300cc of blood. Patient is stable and has been discharged home.